Manufacturer narrative:
(B)(4). The gaia next guide wire was returned for evaluation. The shaft of the returned guide wire was fractured at approximately 22cm from the distal end of ptfe coating. Observation by scanning electron microscope was performed on the fracture end. Circumferential cracks were observed proximal to the fracture end and the fracture surface was uneven. These findings indicated that repeated bending stress had most likely contributed to fracture of the guide wire. Measurement of the remaining guide wire suggested that approximately 18cm of the guide wire including 15cm long coil segment was missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was presumed that repeated bending stress had contributed to the reported guide wire fracture. The bending stress would locally accumulate and exceed the product design limit due to anatomical factors like vessel tortuosity. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] never push, auger, withdraw, or torque a guide wire that meets resistance. Torquing or pushing a guide wire against resistance may cause guide wire damage and/or guide wire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire tip. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position.[otherwise damage to the guide wire may occur.] Determine the cause of resistance under fluoroscopy and take any necessary remedial action; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi gaia next 3 guide wire broke off during a pci to treat a moderately calcified cto in the rca #3. After unsuccessful antegrade approach, the guide wire was advanced retrogradely via a septal branch with a microcatheter for support. Attempts to cross the lesion failed and the guide wire was removed when the tip of the guide wire became fractured and separated. Attempts were made to retrieve the separated tip but failed. The physician then decided to leave the separated tip in situ. The physician commented that separation of the guide wire might be attributed to excess torsion applied when the wire tip was being caught by the calcified lesion. There were no adverse patient effects associated with this event.